Event description:
It was reported that during a hemicolectomy procedure, the firing trigger was broken in some places. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Damaged slip block assembly, firing knob dislodged. Additional information was requested and the following was obtained: please explain what is meant by, ¿broken in some places?¿ was the firing sequence completed? If no, was the staple line and cut line equal? The firing trigger was broken at several areas. Could be removed without complications from tissue. They used another device to finish the procedure successfully. No further information is available. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.